Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was contrast in the inflation lumen and balloon and blood in the inflation lumen and guide wire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube. Microscopic examination of the device revealed that the exit notch was torn. The tip was damage. The balloon had a 16mm longitudinal tear in the middle of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a crossover approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a 6fr non-bsc introducer sheath was engaged and a 45cm non-bsc guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6.0 x 40mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a crossover approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a 6fr non-bsc introducer sheath was engaged and a 45cm non-bsc guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6.0 x 40mm sterling balloon catheter. No patient complications were reported and the patient's status was good.